Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent was intended to be implanted within the bronchial tube of a patient during a stenting procedure on (B)(6), 2010. According to the complainant, during the procedure the stent was only able to be deployed 'a little' inside the patient. Boston scientific was unable to confirm if the patient's anatomy was tortuous or dilated prior to stent implantation or if there was any noticeable damage to any part of the device. The partially deployed stent was removed from the patient, and the procedure was completed with another ultraflex covered tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent was intended to be implanted within the bronchial tube of a patient during a stenting procedure on (B)(6), 2010. According to the complainant, during the procedure the stent was only able to be deployed 'a little' inside the patient. Boston scientific was unable to confirm if the patient's anatomy was tortuous or dilated prior to stent implantation or if there was any noticeable damage to any part of the device. The partially deployed stent was removed from the patient, and the procedure was completed with another ultraflex covered tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the distal stent loops were partially deployed by approximately 2mm. A functional analysis was performed, and it was possible to deploy the remainder of the stent without issue. A visual examination of the deployed stent found no anomalies with its profile. A tactile examination of the delivery system found no issues. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The most probable root cause is design. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4) (stent partially deployed).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.